Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented in clinic with an implantable cardioverter defibrillator (ICD) that had trouble being interrogated. It was found that the device longevity was far shorter than the last time it was checked. The patient's device was never updated with the battery performance alert (bpa). The device was explanted and replaced. The patient was stable.

Manufacturer narrative:
Premature battery depletion was confirmed by analysis. No sources of high current were noted. The cause of the premature battery depletion was consistent with li cluster formation. From these analyses, in the absence of high current draw, it is probable that the premature battery depletion was caused by a lithium cluster induced short circuit. Li clusters are a known depletion mechanism for these advisory products that has been investigated and associated with a field action in october 2016.

Manufacturer narrative:
Should have been filled out in previous reports.

Manufacturer narrative:
Should have been filled as "yes" in previous report.